Event description:
The customer contact reported that during incoming inspection at the user facility, the device did not deliver a dose when the patient pendant was pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. (B) (4). (B) (4).